Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller is attempting to set up ins for implanting case taking place now. Two different inss that are showing 00 01 00bb validation error message. Caller also saw system error 0x59a89a8f and restarted. Reviewed steps for clearing and after several attempts and being deliberate in waiting and moving through screens caller was able to communicate. Caller had to go to or and ts did not ask additional questions.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.